Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial uncovered proximal release stent has been implanted to treat a 3 cm malignant stricture in the brochial tube during a bronchial stent placement procedue performed on (B)(6) 2019. Reportedly, the anatomy was moderately tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be released; however, the stent deployment suture could not be completely removed. Upon checking within the scope, the end of the deployment suture got caught between the stent and brochial tissue surface. The stent was held with grasping forceps so that it does not move, and the stent deployment suture was forcibly removed. The procedure was completed with this device. Reportedly, the device had a damage but the details were not reported. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter's address:(B)(6). Problem code 1528 captures the reportable event of delivery system difficult to remove. An ultraflex tracheobronchial delivery system and deployment suture were received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages or issues with the delivery system or deployment suture. The investigation concluded that the reported event was likely due to anatomical or procedural factors such as characteristics of the lesion, handling of the device, the technique used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history review (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of the release for distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an ultraflex tracheobronchial uncovered proximal release stent has been implanted to treat a 3 cm malignant stricture in the brochial tube during a bronchial stent placement procedue performed on (B)(6) 2019. Reportedly, the anatomy was moderately tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be released; however, the stent deployment suture could not be completely removed. Upon checking within the scope, the end of the deployment suture got caught between the stent and brochial tissue surface. The stent was held with grasping forceps so that it does not move, and the stent deployment suture was forcibly removed. The procedure was completed with this device. Reportedly, the device had a damage but the details were not reported. There were no patient complications reported as a result of this event.